Manufacturer narrative:
The pump powered up properly after battery installation. No blank display or display stuck at 6 anomaly was noted. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test and buzz/audio/beep or time/date anomaly noted during testing. The pump passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery-out limit and also had blank display. Customer also mentioned low blood glucose. The customer was assisted with troubleshooting for blank display. The customer's blood glucose level was 358mg/dl at the time of the incident. Customer stated no insulin pump damage, no moisture and was not dropped or bumped. Customer stated that they were able to clear battery out limit alarm but the screen went blank. Customer stated that they did not have new recommend batteries to continue troubleshooting. Customer was also assisted with battery out limit alarm. Troubleshooting did not resolve the issue. Customer mentioned that aside from the high blood glucose, they also experienced low blood glucose of 50mg/dl, which they treated with food. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.